Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Microscopic evaluation revealed a burn-like mark on the bladder of cylinder 1, indicating contact with cauterizing instrumentation. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on the cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated there was a possible reservoir leak; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a potential reservoir leak. No other adverse patient effects were reported.